Manufacturer narrative:
The patient treatment file was performed and noted that the eye was well centered and the procedure initiated with no noted issues. Frame 3 showed the initiation of capsular incision and on frame 6 you see 70% initial breakthrough. Full capsular breakthrough is seen on frame 7. There was no noted issues with the capsular incision around the area noted (10 o'clock) that contributed to the radial tear. No surgical intervention was performed. The laser log file was reviewed and the surgical procedure was performed with no indications of a device malfunction. Root cause: unknown

Event description:
Doctor reported that during the removal of capsulotomy of a patient he noticed an anterior radial tear at 10 o'clock hour, which extended past the zonulas.

Manufacturer narrative:
The patient treatment file was performed and noted that the eye was well centered and the procedure initiated with no noted issues. Frame 3 showed the initiation of capsular incision and on frame 6 you see 70% initial breakthrough. Full capsular breakthrough is seen on frame 7. There was no noted issues with the capsular incision around the area noted (10 o'clock) that contributed to the radial tear. No surgical intervention was performed. The laser log file was reviewed and the surgical procedure was performed with no indications of a device malfunction. Root cause: unknown.

Event description:
Doctor reported that during the removal of capsulotomy of a patient he noticed an anterior radial tear at 10 o'clock hour, which extended past the zonulas.